Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was discarded. As per clinical information the impella was checked and a small amount of the 16 french sheath had come out from the base. The sheath was not properly fixed and came loose leading to the impella out of position. The root cause of the positioning issue was most likely use related since the sheath was not properly fixed and loose during support. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26120 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26120. H.6 code 4114 was entered incorrectly on the initial manufacturer device report number 1220648-2025-26120. A new code was added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was being supported by impella cp. When the impella was checked the 16fr sheath base was loose, so impella was about to come out. It is unknown whether impella had come out of the aortic valve however the cp was exchanged for a new one. The procedural outcome was the patient survived surgery.